Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the the hc machine failed the fluid volume accuracy testing. The acceptable range for this testing was between 750.0ml - 828.2ml. Fill 1 equaled 837.0ml, and drain 1 equaled 837.5ml, fill 2 equaled 835.0ml, and drain 2 equaled 835.5ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to the fill 1, drain 1, fill 2, and drain 2 volumetric readings exceeding the limits. The assignable cause was determined to be disintegrated piston foams.